Manufacturer narrative:
We have received new information and therefore model # brand name: and serial # were corrected in this report the risk assessment concluded that the overall risk is acceptable. A philips applications specialist went onsite and trained the customer on how to properly create studies to analyze on the system.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
On (B)(6) 2017, philips received feedback that intellispace portal 7.0.2.20700 mr fibertrak application is no longer able to post process certain data. The issue is still under investigation.